Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient turned their implantable neurostimulator (ins) off for an unrelated medical procedure and could not turn the ins back on. It was reported that the patient did see the green light for the 9v battery and the top light on the left side, however, the middle light initially flashed and did not stay on. The patient's status was considered fair. Additional information has been requested from the hcp, but was not available as of the date of this report.